Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v379989, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that this was the patient third implant surgery. The patient states reason for replacement surgery was because he was not getting therapeutic effect.